Manufacturer narrative:
(Expiration date): unk, no serial number reported. This product is not marketed in the us. (Device manufacturing date): unk, no serial number reported. (B)(4).

Event description:
A case of increasing iop in the first week after icl implantation was reported. Additional surgical intervention (iridotomia) was performed and iop decreased. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.